Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device code a0501 captures the reportable event of peg tube detached. Block h6 (evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
Note: this report pertains to two endovive standard peg kits push method used in the same procedure. Refer to manufacturer report# 3005099803-2021-03827 and 3005099803-2021-03828 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During the procedure, the peg tube tore in half when pulling it through the stoma site. It was reported that a part of the device detached inside the patient and was retrieved. A second peg tube was used and the same thing happened. The procedure was completed with a third endovive standard peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two endovive standard peg kits push method used in the same procedure. Refer to manufacturer report# 3005099803-2021-03828 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021.. During the procedure, the peg tube tore in half when pulling it through the stoma site. It was reported that a part of the device detached inside the patient and was retrieved. A second peg tube was used and the same thing happened. The procedure was completed with a third endovive standard peg kit push method. There were no patient complications reported as a result of this event.